Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, renal insufficiency, sleep apnea, cancer, myocardial infarction, coronary artery disease, chronic heart failure, valvular heart disease, cardiac arrhythmia, peripheral vascular disease, migraine, ischemic stroke, and transient ischemic attack. Complications reported included pulmonary embolism, bleeding, arrhythmia, atrial fibrillation, headache, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "retrospective comparison of device versus suture for patent foramen ovale closure", was reviewed. This research article is a retrospective single-center experience to evaluate patient outcomes between device-mediated and suture-mediated patent foramen ovale (pfo) closures. The devices included in this study were gore cardioform septal occluder and amplatzer pfo occluder. The article concluded that suture-based percutaneous pfo closure is an alternative to device-mediated closure, given similarities in outcomes between the two approaches. [The primary and corresponding author was bryan kluck, cardiovascular experts of pa, 3040 market street, camp hill, pa 17011, USA., with corresponding e-mail: cathsalot@gmail.com.] This study included patients who were undergoing pfo closure from 01 january 2021 to 08 april 2022. A total of 55 patients were included in the study, of which 25.4% (14) patients received an abbott device. The average age was 52 years. The majority gender was male. Comorbidities included hyperlipidemia, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, renal insufficiency, sleep apnea, cancer, myocardial infarction, coronary artery disease, chronic heart failure, valvular heart disease, cardiac arrhythmia, peripheral vascular disease, migraine, ischemic stroke, and transient ischemic attack.